Event description:
It was reported that during a device replacement procedure, the right ventricular lead was tested. Prior to the procedure, the lead was programmed bipolar and the lead measurements were within acceptable range. Through the analyzer, the lead had no sensing and high threshold when configured to bipolar but acceptable sensing and threshold while in unipolar. Through the new device, the lead had low impedance while in bipolar configuration. The physician chose to program to unipolar due to patient's history of limited ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: sdr303b, implantable pulse generator, implanted: (B)(6) 2000; 5554, implantable pacing lead, (B)(6) 2000. (B)(4).